Event description:
I had a gore-tex synthetic mesh placed in my abdomen for a hernia repair. I have been sick for the last 4 to 5 years. I have been to over 10 doctors trying to find out what is wrong with me. High antibodies in blood tests made doctors think I had an auto immune disease. I have been so very sick some days I have not been able to get out of bed. Swollen joints severe pain and most days I feel as though I have been poisoned. I was told the mesh needed to come out. I am trying to plan surgery for the first week in (B)(6). People need to be aware of the severe side effects of this synthetic material. Mfrs of these products need to be notified so they will stop this madness and recall the products! I want to notify you so that no one else will have to suffer the way I have. I am praying for my health after having the mesh removed. Dates of use: (B)(6) 2004 - (B)(6) 2011.